Event description:
Additional information received from the patient reported pt says they went to hcp for their post op, as they had their ins replaced two weeks ago and says a rep wasn't there. They confirmed the reason for replacement was due to the ins flipping.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the implant health care provider (hcp) no longer works for the hospital she had the ins implanted at. Pt stated she cannot charge the ins - pt stated the ins has flipped and it moves a lot - since about a year and a half ago - pt stated that she always had a difficult time charging the ins since implant. Pt stated she has not even used the ins in a long time. Asked unknown event date. Patient services (pss) asked pt about any circumstances that occurred before the ins started to move and pt stated no circumstances that she is aware of. Pt stated that currently the ins is sitting on its side and it is painful pt stated an orthopedic hcp looked at it yesterday and suggested that she have the ins checked by medtronic.